Manufacturer narrative:
Result: defective load cell.

Event description:
It was reported by service report that the scale was not functioning. It is unknown if there was patient involvement or adverse consequences reported.